Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable, service code 204) has been confirmed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, damaging wires in the cable. Addtionally, the cable connecting ECG c and d was pulled from strain relief, the j702 and j703 connectors on the dn pca were damaged, and the cable connected ECG "a" to the front te was pulled from strain relief. The root cause for the strained cables was excessive force. There was no death or adverse event associated with the belt malfunction.

Event description:
03/18/2021- resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form could not be located. The internal audit indicates that the electronic 3500a form, within the esubmitter application, was created on 10/31/2018. Acknowledgements 1, 2, and 3 could not be located. A us distributor returned an electrode belt and reported that the belt had a damaged cable, and that the patient received a service code 204 (belt/monitor unusable).